Manufacturer narrative:
The product remains implanted in the patient and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient¿s family inquired about a local hospital that could adjust the pressure setting of the patient¿s adjustable valve because of a recent decrease in their cognitive state. According to the report, the patient was concerned that the device may have become occluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.